Event description:
It was reported that ¿something was not right.¿ it was stated that the implantable neurostimulator (ins) worked ¿great¿ from implant to (B)(6) 2013. The ins worked for the patient¿s bowel and it helped bladder symptoms on program 1. In (B)(6) 2013, both the patient¿s bladder and bowel symptoms started to return. A loss of therapeutic effect was noted. Stimulation was increased, but it did not help manage their symptoms. The patient experienced a loss of bladder and bowel control. It was stated that program 2 at 1.6v was working for bowel problems, but never helped with bladder symptoms. On the date of the report, the patient had a ¿bowel explosion.¿ it was indicated the patient fell the last week of (B)(6) 2013. The reported symptoms occurred following the fall. The patient was sitting on the side of the bathtub and fell backwards. It was noted the patient had dementia and their spouse was reluctant to keep increasing the amplitude because it was evident the patient felt the increase. It was stated that this would subside as the patient became used to the higher setting, but each increase was difficult for the spouse to do. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0610q, implanted: (B)(6) 2013, product type lead. (B)(4).